Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call, the sensor readings were inaccurate and were triggering the threshold suspend feature on the insulin pump when blood glucose wasn't low. Customer's blood glucose was 90 mg/dl and sensor reading was 42 mg/dl. Troubleshooting was performed and customer was advised to turn sensor feature off and an hour later reconnect. Customer was also advised when to properly calibrate the sensor and where to insert it. The sensor is not returning for analysis.